Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed a black screen with a blue box asking for a password, and reboots did not correct the issue. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sata cable was disconnected from the docking board. A field service engineer loosened the cables in the device neck and reseated the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.